Event description:
It was reported that during implant, the left ventricular (lv) lead was unable to be placed after several attempts and the patient was too unwell to tolerate the procedure. Since there was no is-4 pin the connector from the lead was cut from the lv lead and secured and plugged into the port of the device. The lv lead was removed and no lv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same/similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).